Event description:
The customer reported that mts ID tipmaster pipettor dripped fluid prior to testing. Fluid drip from the pipettor can lead to carry over/cross contamination and incorrect dispense of fluid which may lead to variations in antigen/antibody ratio and possible erroneous test results. The customer aborted testing once the issue was identified. The pipettor was taken out of use, preventing erroneous results from being reported.

Manufacturer narrative:
The pipette is no longer covered under warranty. The customer was instructed to discontinue use of this instrument. The instrument was not returned for evaluation and the root cause of this event is unk.